Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Red material was observed within the device and no foreign material was observed on the shell surface. During evaluation a rent within crease was observed on the anterior aspect, measuring approximately 0.3 cm, also a crease was observed on the anterior aspect. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the red material. The manufacturing record evaluation (mre) of lot number 5906628 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 475cc breast implants and experienced deflation on the left side. As a result, the patient underwent bilateral removal on (B)(6) 2019. Two devices were returned to the manufacturer damaged. As a result, both devices are being conservatively reported for deflation. This report is for the right side.